Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, and performed a tube calibration as a precautionary measure. The system operates as intended.

Event description:
The customer reported the system displayed a generator error. No pt injury was reported.